Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler would not fire. The handle was used successfully for other firings. No injury.